Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004-09-24, product type: catheter. (B)(4).

Event description:
It was reported that the patient was hospitalized and missed a pump refill. The patient was to have the pump filled early (B)(6) 2014 and the reporter believed then that the pump had been empty for 6 weeks. The patient was given oral or nasogastric (ng) baclofen and it was noted the patient did not appear to have an increase in spasticity. The patient later returned to get a refill of the pump. The pump system was being used to deliver baclofen. It was further reported that the patient¿s hospitalization was not related to the device or therapy. The patient had an appointment on (B)(6) 2014 and the reporter noted that oral baclofen was adequate to manage. The patient was referred to neurosurgery for explant. The logs showed the low and empty reservoir alarms had occurred.